Manufacturer narrative:
No belt clip was received with the insulin pump. No unexpected button error alarm was noted. The insulin pump had no up arrow button response due to corroded keypad traces. The insulin pump had minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a cracked belt clip slot. The insulin pump passed the displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery alarm test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had low blood glucose levels of 65 mg/dl. The customer treated the low blood glucose by eating. The customer reported a button error alarm from the insulin pump. The customer reported that the insulin pump might have been exposed to sweat. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the healthcare provider's instruction. No additional information was provided.